Event description:
It was reported that after successful coronary stent deployment, the balloon ruptured during post dilatation and a dissection occurred. It is unknown how the dissection was repaired. Pt status is listed as "okay".